Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that a skin reaction at the puncture site occurred. The arm was cleansed with alcohol prior to insertion. On (B)(6) 2025, the patient's symptoms included redness, inflammation and swelling, and burning sensations in the puncture site area. The customer stated he was not immunocompromised at the time the event occurred. He consulted a health care professional, and the medical doctor prescribed an oral antibiotic (keflex) for a possible strep or staph infection. The customer started the medication to resolve the infection on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.